Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the battery would not charge the monitor. The user reported that if the monitor was unplugged, the monitor would automatically turn off due to the battery failure. As a result, an alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.